Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had developed an infection. Symptoms were redness, soreness, and drainage. The physician believed that the infection was not device related, but was procedure related. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that the lead was pulled out. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had developed an infection. Symptoms were redness, soreness, and drainage. The physician believed that the infection was not device related, but was procedure related. The patient was prescribed antibiotics.